Manufacturer narrative:
E1- full name of the establishment : (B)(6) hospital. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the aspiration needle could not be inserted to the end. The physician used a different aspiration needle which could be inserted; however, the needle did not come out of the tip. The reported issue occurred during a diagnostic procedure for aspiration biopsy. The intended procedure was completed using a biopsy forceps. There was no patient impact , no harm reported due to the event. This report being submitted is related to report with patient identifier : (B)(6).

Manufacturer narrative:
This supplemental report is being submitted for correction to d7a of the initial emdr submitted. Correction: d7a: single use device is "no". The d7a is corrected , from "yes" to "no". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the aspiration needle could not be inserted to the end. The physician used a different aspiration needle which could be inserted; however, the needle did not come out of the tip. The reported issue occurred during a diagnostic procedure for aspiration biopsy. The intended procedure was completed using a biopsy forceps. There was no patient impact , no harm reported due to the event. This report being submitted is related to report with patient identifier: (B)(6).